Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported unintended movement appears to have been a result of procedural conditions. The reported pericardial effusion and hypotension appear to have been cascading events of the unintended movement. A cause for the reported poor imaging could not be determined. The reported patient effects of pericardial effusion and hypotension are listed in the mitraclip system instructions for use, and are known possible complications associated with mitraclip procedures. The reported additional therapy/non-surgical treatment and treatment with medication were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report sleeve steering issue and pericardial effusion requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 with a2 flail. Imaging was difficult during the procedure. The steerable guide catheter (sgc) was advanced and appeared to be 2 cm across the intra-atrial septum. The clip delivery system (cds) was introduced into the sgc; however, it was noted that the clip was coming out of the sgc in an abnormal angle. Advancement was stopped to verify that the devices were keyed correctly. The clip was retracted and it was noted that the cds was mis-keyed by 90 degrees. The cds was keyed correctly and re-introduced. While introducing the clip back into the sgc, the patient¿s blood pressure was decreasing rapidly. Fluids were administered. Echocardiogram showed an effusion around the left atrium. Pericardiocentesis was performed but the patient continued bleeding. Therefore, the sgc and cds were removed. Surgical intervention was performed to stitch up the perforation and noted the perforation to be at the base of the left atrial appendage. It was believed more sgc had crossed the septum than the echo image appeared; however, it was the cds that contributed to the effusion. There were no clips implanted, mr remained at 4. The patient is stable. No additional information was provided.